Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (over 600 mg/dl) and diabetic ketoacidosis (dka). Contact stated that the customer's mother is not trained on the pump and does not perform the air removal step during the load process, which reportedly contributed to the elevated bg level. The contact changed supplies and delivered a correction bolus prior to hospitalization. While hospitalized, treatment was administered via an insulin drip then pump therapy was resumed. The customer was released from hospitalization two days later and issue was reportedly resolved.